Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: correction: the lot was manufactured from march 20, 2019 - march 21, 2019. The actual device was received for evaluation. A visual inspection performed using the naked eye showed no evidence of leak on or in any parts of the entire device. The bag that contained the device was dry. The outer and inner surfaces of the device were dry. The blue winged luer cap was observed to be securely tightened without evidence of wetness or leak. Functional testing was performed by filling the device with green colored water. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.